Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:43:04. During night drain cycle four, the patient's ultrafiltration reading was 1868ml, indicating the home patient (hp) drained 1868ml more than their maximum programmed fill volume of 3000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1868ml during drain cycle 4 during therapy initiated on (B)(4) 2012 20:43:04, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed cycle 4 drain was completed on (B)(4) 2012 at 05:57 and the user's actual drain volume during cycle 4 was 4673ml. The user had a partial fill 4 and the actual drain volume of 4673ml in cycle 4 is 156% of largest prescribed fill volume (lpfv) of 3000ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.